Manufacturer narrative:
This case was initially received via regulatory authority (us food and drug administration, reference number: mw5039289) on 15-jan-2015. The most recent information was received on 11-feb-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included depo provera. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent any essure confirmation test". The patient's medical history included multigravida and parity 3. Previously administered products included for an unreported indication: nexium in 2013, ranitidine in 2013 and prenatal vitamins in 2013. Concurrent conditions included overweight, pain in hip, cystocele, rectocele, discomfort and cervix inflammation. Concomitant products included celecoxib (celexa), fluoxetine, fluoxetine hydrochloride (prozac), hydrocodone, ibuprofen and phentermine. On an unknown date, the patient started depo provera at an unspecified dose and frequency. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain ("severe pain in my whole body/all over body pain"), back pain ("worst pain in back/ back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)") and menstrual disorder ("abnormal periods"). On (B)(6) 2014, the patient experienced fatigue ("fatigue/always tired"), alopecia ("hair loss/hair fell out a lot"), migraine ("migraines/ migraines all the time"), headache ("headaches"), nausea ("nausea"), acne ("bad acne"), anxiety ("anxiety") and malaise ("sick all the time"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"), 1 month 9 days after insertion of essure. In 2014, the patient experienced abdominal pain ("worst pain in abdomen "), abdominal distension ("severe bloating") and depression ("severe depression/depression") and was found to have weight increased ("gained 30 lbs since essure/weight gain/gain a lot of weight"). On (B)(6) 2015, the patient experienced adenomyosis ("reproductive system disorder or condition type of disorder or condition: adenomyosis"). On an unknown date, the patient experienced allergy to metals ("allergic or hypersensitivity reaction:type: I believe I was allergic to the nickel") with swelling and arthralgia ("hip pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy(full) on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, back pain, depression, vaginal haemorrhage, menorrhagia, allergy to metals, dysmenorrhoea, fatigue, alopecia, nausea, acne, adenomyosis, menstrual disorder, anxiety, malaise and arthralgia outcome was unknown and the pain, abdominal distension, weight increased, migraine and headache had resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain, back pain, depression, pain and weight increased with essure. The reporter considered acne, adenomyosis, allergy to metals, alopecia, anxiety, arthralgia, dysmenorrhoea, fatigue, headache, malaise, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as per pfs: insertion date of essure device: on (B)(6) 2014. Current weight as of on (B)(6) 2019: 155 lbs. Approximate weight at the time of essure placement- 152lbs. On the left ostia there were approximately two coils noted. On the right ostia, there were approximately 5 noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Pathology test: on (B)(6) 2015: gross description- received in formalin is a 132-gm uterus with attached cervix and attached proximal portion of fallopian tubes. Fimbriated ends are not included. In each tube there are segments of coiled thin wire each measuring approximately 4.5 cm long by 0.3 cm in diameter. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: pelvic pain, dysmenorrhea, menorrhagia, back pain, depression, adenomyosis. Quality-safety evaluation of ptc: final assessment: this is report from an unknown patient with no contact information to conduct a follow-up. The symptoms reported could not be confirmed. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 11-feb-2019: pfs and mr received. Events added: abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction; type: I believe I was allergic to the nickel, dysmenorrhea (cramping), fatigue/always tired, hair loss/, hair fell out a lot, migraines/migraines all the time, headaches, nausea, rashes or skin conditions type: bad acne, reproductive system disorder or condition type of disorder or condition: adenomyosis, abnormal periods, always swelled up all over body, anxiety, sick all the time, she did not underwent any essure confirmation test. Event outcome was updated for the event: severe pain in my whole body/all over body pain, weight gain/gain a lot of weight, headaches, migraines, hip pain, severe bloating. Concomitant drugs and conditions were added. Historical condition and drugs were added. Reporter information was added. Lab data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (us food and drug administration, reference number: mw5039289) on 15-jan-2015. The most recent information was received on 13-nov-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ painfull / pain pelvic area') in a 25-year-old female patient who had essure (batch no. B76528) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 5 (on 2005, 2010 and 2013.) And heartburn. Previously administered products included for an unreported indication: nexium in 2013, ranitidine in 2013 and prenatal vitamins in 2013. Concurrent conditions included overweight, pain in hip, cystocele, rectocele, discomfort, cervix inflammation, smoker and cervix inflammation. Concomitant products included celecoxib (celexa), fluoxetine, fluoxetine, fluoxetine hydrochloride (prozac), hydrocodone, ibuprofen, levomilnacipran hydrochloride (fetzima), medroxyprogesterone acetate (depo provera) and phentermine. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain ("severe pain in my whole body/all over body pain/ body hurts"), back pain ("worst pain in back/ back pain/ constant lower left back stabbing"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)/ bleeding: menorrhagia (heavy menstrual bleeding)") and menstrual disorder ("abnormal periods/ horrible periods"). In (B)(6) 2014, the patient experienced fatigue ("fatigue/always tired 24x7/ other injuries/symptoms: fatigue"), alopecia ("hair loss/hair fell out a lot"), migraine ("migraines/ migraines all the time/ other injuries/symptoms: migraine"), headache ("headaches"), nausea ("nausea"), acne ("bad acne"), anxiety ("anxiety") and malaise ("sick all the time"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"), 30 days after insertion of essure. In 2014, the patient experienced abdominal pain ("worst pain in abdomen /") and was found to have weight increased ("gained 30 lbs since essure/weight gain/gain a lot of weight/ weight gain"). In (B)(6) 2014, the patient experienced abdominal distension ("severe bloating/ bloated every day / bloated stomach 24/7"), depression ("severe depression/depression"), allergy to metals ("allergic or hypersensitivity reaction:type: I believe I was allergic to the nickel") with swelling, dyspareunia ("dyspareunia (painful sexual intercourse)"), nervous system disorder ("other injuries/symptoms: neuro condition/problems") and abdominal pain upper ("stomach pain"). On (B)(6) 2015, the patient experienced adenomyosis ("reproductive system disorder or condition type of disorder or condition: adenomyosis"). On an unknown date, the patient experienced arthralgia ("hip pain"), mental impairment ("can't think right"), weight loss poor ("can't lose weight") and feeling abnormal ("brain fog"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),hysterectomy(full) on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, back pain, depression and abdominal pain upper was resolving, the pain, abdominal distension, weight increased, menorrhagia, dysmenorrhoea, fatigue, alopecia, migraine, headache, dyspareunia and nervous system disorder had resolved and the vaginal haemorrhage, allergy to metals, nausea, acne, adenomyosis, menstrual disorder, anxiety, malaise, arthralgia, mental impairment, weight loss poor and feeling abnormal outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, back pain, depression, pain and weight increased with essure. The reporter considered abdominal pain upper, acne, adenomyosis, allergy to metals, alopecia, anxiety, arthralgia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, malaise, menorrhagia, menstrual disorder, mental impairment, migraine, nausea, nervous system disorder, pelvic pain, vaginal haemorrhage and weight loss poor to be related to essure. The reporter commented: discrepancy noted as per pfs: insertion date of essure device: (B)(6) 2014. Current weight as of (B)(6) 2019: 155 lbs. Approximate weight at the time of essure placement- 152lbs. On the left ostia there were approximately two coils noted. On the right ostia, there were approximately 5 noted. Patient received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), nickel allergy, fatigue, migraine, neuro condition/problems, hair loss and weight gain. Discrepant information regarding essure confirmation test, previously reported essure confirmation test was not done and now in current pfs essure confirmation test was done. Discrepancy noted in weight 160. Discrepancy noted in height 5.4 feet - 164.5 cm and 162.5 cm. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Imaging procedure - on an unknown date: bilateral occlusion. Pathology test - on (B)(6) 2015: gross description- received in formalin is a 132-gm uterus with attached cervix and attached proximal portion of fallopian tubes. Fimbriated ends are not included. In each tube there are segments of coiled thin wire each measuring approximately 4.5 cm long by 0.3 cm in diameter. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: pelvic pain, dysmenorrhea, menorrhagia, back pain, depression, adenomyosis. Concerning the injuries reported in this case, the following ones were reported via social media: can't think right and can't lose weight. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: quality safety evaluation of ptc: product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (us food and drug administration, reference number: mw5039289) on (B)(6) 2015. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included depo provera. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent any essure confirmation test". The patient's medical history included multigravida and parity 3 (on 2005, 2010 and 2013.). Previously administered products included for an unreported indication: nexium in 2013, ranitidine in 2013 and prenatal vitamins in 2013. Concurrent conditions included overweight, pain in hip, cystocele, rectocele, discomfort, cervix inflammation, smoker and cervix inflammation. Concomitant products included celecoxib (celexa), fluoxetine, fluoxetine hydrochloride (prozac), hydrocodone, ibuprofen and phentermine. On an unknown date, the patient started depo provera at an unspecified dose and frequency. In february 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain ("severe pain in my whole body/all over body pain"), back pain ("worst pain in back/ back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)/ bleeding: menorrhagia (heavy menstrual bleeding)") and menstrual disorder ("abnormal periods"). On (B)(6) 2014, the patient had essure inserted. In march 2014, the patient experienced fatigue ("fatigue/always tired/ other injuries/symptoms: fatigue"), alopecia ("hair loss/hair fell out a lot"), migraine ("migraines/ migraines all the time/ other injuries/symptoms: migraine"), headache ("headaches"), nausea ("nausea"), acne ("bad acne"), anxiety ("anxiety") and malaise ("sick all the time"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"), 30 days after insertion of essure. In 2014, the patient experienced abdominal pain ("worst pain in abdomen"), abdominal distension ("severe bloating") and depression ("severe depression/depression") and was found to have weight increased ("gained 30 lbs since essure/weight gain/gain a lot of weight"). On (B)(6) 2015, the patient experienced adenomyosis ("reproductive system disorder or condition type of disorder or condition: adenomyosis"). On an unknown date, the patient experienced allergy to metals ("allergic or hypersensitivity reaction:type: I believe I was allergic to the nickel") with swelling, arthralgia ("hip pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and nervous system disorder ("other injuries/symptoms: neuro condition/problems"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),hysterectomy(full) on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, back pain, depression, vaginal haemorrhage, allergy to metals, nausea, acne, adenomyosis, menstrual disorder, anxiety, malaise and arthralgia outcome was unknown and the pain, abdominal distension, weight increased, menorrhagia, dysmenorrhoea, fatigue, alopecia, migraine, headache, dyspareunia and nervous system disorder had resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain, back pain, depression, pain and weight increased with essure. The reporter considered acne, adenomyosis, allergy to metals, alopecia, anxiety, arthralgia, dysmenorrhoea, dyspareunia, fatigue, headache, malaise, menorrhagia, menstrual disorder, migraine, nausea, nervous system disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as per pfs: insertion date of essure device: (B)(6) 2014. Current weight as of (B)(6) 2019: 155 lbs. Approximate weight at the time of essure placement- 152lbs. On the left ostia there were approximately two coils noted. On the right ostia, there were approximately 5 noted. Patient received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), nickel allergy, fatigue, migraine, neuro condition/problems, hair loss and weight gain. Discrepant information regarding essure confirmation test, previously reported essure confirmation test was not done and now in current pfs essure confirmation test was done. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Imaging procedure - on an unknown date: bilateral occlusion. Pathology test - on (B)(6) 2015: gross description- received in formalin is a 132-gm uterus with attached cervix and attached proximal portion of fallopian tubes. Fimbriated ends are not included. In each tube there are segments of coiled thin wire each measuring approximately 4.5 cm long by 0.3 cm in diameter.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: pelvic pain, dysmenorrhea, menorrhagia, back pain, depression, adenomyosis. Quality-safety evaluation of ptc: final assessment: this is report from an unknown patient with no contact information to conduct a follow-up. The symptoms reported could not be confirmed. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received- new events dyspareunia and neuro condition/problems were added. The outcome of events dysmenorrhea, menorrhagia ,fatigue and hair loss updated from unknown to recovered. Implant date was updated. Lab data was added. Patient's address was updated. New reporters were added. On (B)(6) 2019: follow up 7& 8 proceed together. Pfs received-no new clinical information. On (B)(6) 2019: medical records received and patient concomitant condition were added incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ painfull / pain pelvic area') in a 25-year-old female patient who had essure (batch no. B76528) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 5 (on 2005, 2010 and 2013.) And heartburn. Previously administered products included for an unreported indication: nexium in 2013, ranitidine in 2013 and prenatal vitamins in 2013. Concurrent conditions included overweight, pain in hip, cystocele, rectocele, discomfort, cervix inflammation, smoker and cervix inflammation. Concomitant products included celecoxib (celexa), fluoxetine, fluoxetine, fluoxetine hydrochloride (prozac), hydrocodone, ibuprofen, levomilnacipran hydrochloride (fetzima), medroxyprogesterone acetate (depo provera) and phentermine. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain ("severe pain in my whole body/all over body pain/ body hurts"), back pain ("worst pain in back/ back pain/ constant lower left back stabbing"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)/ bleeding: menorrhagia (heavy menstrual bleeding)") and menstrual disorder ("abnormal periods/ horrible periods"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced fatigue ("fatigue/always tired 24x7/ other injuries/symptoms: fatigue"), alopecia ("hair loss/hair fell out a lot"), migraine ("migraines/ migraines all the time/ other injuries/symptoms: migraine"), headache ("headaches"), nausea ("nausea"), acne ("bad acne"), anxiety ("anxiety") and malaise ("sick all the time"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"), 30 days after insertion of essure. In 2014, the patient experienced abdominal pain ("worst pain in abdomen /") and was found to have weight increased ("gained 30 lbs since essure/weight gain/gain a lot of weight/ weight gain"). In august 2014, the patient experienced abdominal distension ("severe bloating/ bloated every day / bloated stomach 24/7"), depression ("severe depression/depression"), allergy to metals ("allergic or hypersensitivity reaction:type: I believe I was allergic to the nickel") with swelling, dyspareunia ("dyspareunia (painful sexual intercourse)"), nervous system disorder ("other injuries/symptoms: neuro condition/problems") and abdominal pain upper ("stomach pain"). On (B)(6) 2015, the patient experienced adenomyosis ("reproductive system disorder or condition type of disorder or condition: adenomyosis"). On an unknown date, the patient experienced arthralgia ("hip pain"), mental impairment ("can't think right"), weight loss poor ("can't lose weight") and feeling abnormal ("brain fog"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),hysterectomy(full) on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, back pain, depression and abdominal pain upper was resolving, the pain, abdominal distension, weight increased, menorrhagia, dysmenorrhoea, fatigue, alopecia, migraine, headache, dyspareunia and nervous system disorder had resolved and the vaginal haemorrhage, allergy to metals, nausea, acne, adenomyosis, menstrual disorder, anxiety, malaise, arthralgia, mental impairment, weight loss poor and feeling abnormal outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, back pain, depression, pain and weight increased with essure. The reporter considered abdominal pain upper, acne, adenomyosis, allergy to metals, alopecia, anxiety, arthralgia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, malaise, menorrhagia, menstrual disorder, mental impairment, migraine, nausea, nervous system disorder, pelvic pain, vaginal haemorrhage and weight loss poor to be related to essure. The reporter commented: discrepancy noted as per pfs: insertion date of essure device: (B)(6) 2014. Current weight as of (B)(6) 2019: 155 lbs. Approximate weight at the time of essure placement- 152lbs. On the left ostia there were approximately two coils noted. On the right ostia, there were approximately 5 noted. Patient received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), nickel allergy, fatigue, migraine, neuro condition/problems, hair loss and weight gain. Discrepant information regarding essure confirmation test, previously reported essure confirmation test was not done and now in current pfs essure confirmation test was done. Discrepancy noted in weight 160. Discrepancy noted in height 5.4 feet - 164.5 cm and 162.5 cm diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Imaging procedure - on an unknown date: bilateral occlusion. Pathology test - on (B)(6) 2015: gross description- received in formalin is a 132-gm uterus with attached cervix and attached proximal portion of fallopian tubes. Fimbriated ends are not included. In each tube there are segments of coiled thin wire each measuring approximately 4.5 cm long by 0.3 cm in diameter.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: pelvic pain, dysmenorrhea, menorrhagia, back pain, depression, adenomyosis. Concerning the injuries reported in this case, the following ones were reported via social media: can't think right and can't lose weight. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs & mr received: reporter , lot number and new events : "brain fog, stomach pain" were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ painful') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included depo provera. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent any essure confirmation test". The patient's medical history included multigravida and parity 5 (on 2005, 2010 and 2013.). Previously administered products included for an unreported indication: nexium in 2013, ranitidine in 2013 and prenatal vitamins in 2013. Concurrent conditions included overweight, pain in hip, cystocele, rectocele, discomfort, cervix inflammation, smoker and cervix inflammation. Concomitant products included celecoxib (celexa), fluoxetine, fluoxetine hydrochloride (prozac), hydrocodone, ibuprofen and phentermine. On an unknown date, the patient started depo provera at an unspecified dose and frequency. In (B)(6)2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain ("severe pain in my whole body/all over body pain/ body hurts"), back pain ("worst pain in back/ back pain/ constant lower left back stabbing"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)/ bleeding: menorrhagia (heavy menstrual bleeding)") and menstrual disorder ("abnormal periods/ horrible periods"). On (B)(6)2014, the patient had essure inserted. In (B)(6)2014, the patient experienced fatigue ("fatigue/always tired/ other injuries/symptoms: fatigue"), alopecia ("hair loss/hair fell out a lot"), migraine ("migraines/ migraines all the time/ other injuries/symptoms: migraine"), headache ("headaches"), nausea ("nausea"), acne ("bad acne"), anxiety ("anxiety") and malaise ("sick all the time"). On (B)(6)2014, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"), 30 days after insertion of essure. In 2014, the patient experienced abdominal pain ("worst pain in abdomen"), abdominal distension ("severe bloating/ bloated every day") and depression ("severe depression/depression") and was found to have weight increased ("gained 30 lbs since essure/weight gain/gain a lot of weight/ weight gain"). On (B)(6)2015, the patient experienced adenomyosis ("reproductive system disorder or condition type of disorder or condition: adenomyosis"). On an unknown date, the patient experienced allergy to metals ("allergic or hypersensitivity reaction:type: I believe I was allergic to the nickel") with swelling, arthralgia ("hip pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), nervous system disorder ("other injuries/symptoms: neuro condition/problems"), mental impairment ("can't think right") and weight loss poor ("can't lose weight"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),hysterectomy(full) on (B)(6)2015). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, abdominal pain, back pain, depression, vaginal haemorrhage, allergy to metals, nausea, acne, adenomyosis, menstrual disorder, anxiety, malaise, arthralgia, mental impairment and weight loss poor outcome was unknown and the pain, abdominal distension, weight increased, menorrhagia, dysmenorrhoea, fatigue, alopecia, migraine, headache, dyspareunia and nervous system disorder had resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain, back pain, depression, pain and weight increased with essure. The reporter considered acne, adenomyosis, allergy to metals, alopecia, anxiety, arthralgia, dysmenorrhoea, dyspareunia, fatigue, headache, malaise, menorrhagia, menstrual disorder, mental impairment, migraine, nausea, nervous system disorder, pelvic pain, vaginal haemorrhage and weight loss poor to be related to essure. The reporter commented: discrepancy noted as per pfs: insertion date of essure device: (B)(6)2014. Current weight as of (B)(6)2019: 155 lbs. Approximate weight at the time of essure placement- 152lbs. On the left ostia there were approximately two coils noted. On the right ostia, there were approximately 5 noted. Patient received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), nickel allergy, fatigue, migraine, neuro condition/problems, hair loss and weight gain. Discrepant information regarding essure confirmation test, previously reported essure confirmation test was not done and now in current pfs essure confirmation test was done. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Imaging procedure - on an unknown date: bilateral occlusion. Pathology test - on (B)(6)2015: gross description- received in formalin is a 132-gm uterus with attached cervix and attached proximal portion of fallopian tubes. Fimbriated ends are not included. In each tube there are segments of coiled thin wire each measuring approximately 4.5 cm long by 0.3 cm in diameter.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: pelvic pain, dysmenorrhea, menorrhagia, back pain, depression, adenomyosis. Concerning the injuries reported in this case, the following ones were reported via social media: can't think right and can't lose weight. Quality-safety evaluation of ptc: final assessment: this is report from an unknown patient with no contact information to conduct a follow-up. The symptoms reported could not be confirmed. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 9-sep-2019: social media received. Events can't think right and can't lose weight were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (us food and drug administration, reference number: (B)(4) on 15-jan-2015. The most recent information was received on 11-sep-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ painful') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included depo provera. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent any essure confirmation test". The patient's medical history included multigravida, parity 5 (on 2005, 2010 and 2013.) And heartburn. Previously administered products included for an unreported indication: nexium in 2013, ranitidine in 2013 and prenatal vitamins in 2013. Concurrent conditions included overweight, pain in hip, cystocele, rectocele, discomfort, cervix inflammation, smoker and cervix inflammation. Concomitant products included celecoxib (celexa), fluoxetine, fluoxetine, fluoxetine hydrochloride (prozac), hydrocodone, ibuprofen, levomilnacipran hydrochloride (fetzima) and phentermine. On an unknown date, the patient started depo provera at an unspecified dose and frequency. In (B)(6)2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain ("severe pain in my whole body/all over body pain/ body hurts"), back pain ("worst pain in back/ back pain/ constant lower left back stabbing"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)/ bleeding: menorrhagia (heavy menstrual bleeding)") and menstrual disorder ("abnormal periods/ horrible periods"). On (B)(6)2014, the patient had essure inserted. In (B)(6)2014, the patient experienced fatigue ("fatigue/always tired 24x7/ other injuries/symptoms: fatigue"), alopecia ("hair loss/hair fell out a lot"), migraine ("migraines/ migraines all the time/ other injuries/symptoms: migraine"), headache ("headaches"), nausea ("nausea"), acne ("bad acne"), anxiety ("anxiety") and malaise ("sick all the time"). On (B)(6)2014, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"), 30 days after insertion of essure. In 2014, the patient experienced abdominal pain ("worst pain in abdomen"), abdominal distension ("severe bloating/ bloated every day") and depression ("severe depression/depression") and was found to have weight increased ("gained 30 lbs since essure/weight gain/gain a lot of weight/ weight gain"). On (B)(6)2015, the patient experienced adenomyosis ("reproductive system disorder or condition type of disorder or condition: adenomyosis"). On an unknown date, the patient experienced allergy to metals ("allergic or hypersensitivity reaction:type: I believe I was allergic to the nickel") with swelling, arthralgia ("hip pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), nervous system disorder ("other injuries/symptoms: neuro condition/problems"), mental impairment ("can't think right") and weight loss poor ("can't lose weight"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),hysterectomy(full) on (B)(6)2015). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, abdominal pain, back pain, depression, vaginal haemorrhage, allergy to metals, nausea, acne, adenomyosis, menstrual disorder, anxiety, malaise, arthralgia, mental impairment and weight loss poor outcome was unknown and the pain, abdominal distension, weight increased, menorrhagia, dysmenorrhoea, fatigue, alopecia, migraine, headache, dyspareunia and nervous system disorder had resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain, back pain, depression, pain and weight increased with essure. The reporter considered acne, adenomyosis, allergy to metals, alopecia, anxiety, arthralgia, dysmenorrhoea, dyspareunia, fatigue, headache, malaise, menorrhagia, menstrual disorder, mental impairment, migraine, nausea, nervous system disorder, pelvic pain, vaginal haemorrhage and weight loss poor to be related to essure. The reporter commented: discrepancy noted as per pfs: insertion date of essure device: (B)(6)2014. Current weight as of (B)(6)2019: 155 lbs. Approximate weight at the time of essure placement- 152lbs. On the left ostia there were approximately two coils noted. On the right ostia, there were approximately 5 noted. Patient received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), nickel allergy, fatigue, migraine, neuro condition/problems, hair loss and weight gain. Discrepant information regarding essure confirmation test, previously reported essure confirmation test was not done and now in current pfs essure confirmation test was done. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Imaging procedure - on an unknown date: bilateral occlusion. Pathology test - on (B)(6)2015: gross description- received in formalin is a 132-gm uterus with attached cervix and attached proximal portion of fallopian tubes. Fimbriated ends are not included. In each tube there are segments of coiled thin wire each measuring approximately 4.5 cm long by 0.3 cm in diameter.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: pelvic pain, dysmenorrhea, menorrhagia, back pain, depression, adenomyosis. Concerning the injuries reported in this case, the following ones were reported via social media: can't think right and can't lose weight. Quality-safety evaluation of ptc: final assessment: this is report from an unknown patient with no contact information to conduct a follow-up. The symptoms reported could not be confirmed. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 11-sep-2019: after duplicate check, it was found that cases (B)(4) are duplicates and belong to the same patient. Hence all the information from the case (B)(4) is transferred to this case and the case (B)(4) is marked for deletion. Reporter, medical history, concomitant drugs,e2b company number, local event number and legacy device report num(2951250-2019-07279) from reference section of the deletion case transferred to this case. Newly received pfs: reporter information updated. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. A review of our complaint records and other non-conformances data was conducted; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (us food and drug administration, reference number: mw5039289) on 15-jan-2015. The most recent information was received on 15-jan-2020. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ painfull / pain pelvic area') in a 25-year-old female patient who had essure (batch no. B76528) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 5 (on 2005, 2010 and 2013.) And heartburn. Previously administered products included for an unreported indication: nexium in 2013, ranitidine in 2013 and prenatal vitamins in 2013. Concurrent conditions included overweight, pain in hip, cystocele, rectocele, discomfort, cervix inflammation, smoker and cervix inflammation. Concomitant products included celecoxib (celexa), fluoxetine, fluoxetine hydrochloride (prozac), hydrocodone, ibuprofen, levomilnacipran hydrochloride (fetzima), medroxyprogesterone acetate (depo provera) and phentermine. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain ("severe pain in my whole body/all over body pain/ body hurts"), back pain ("worst pain in back/ back pain/ constant lower left back stabbing"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)/ bleeding: menorrhagia (heavy menstrual bleeding)") and menstrual disorder ("abnormal periods/ horrible periods"). In (B)(6) 2014, the patient experienced fatigue ("fatigue/always tired 24x7/ other injuries/symptoms: fatigue"), alopecia ("hair loss/hair fell out a lot"), migraine ("migraines/ migraines all the time/ other injuries/symptoms: migraine"), headache ("headaches"), nausea ("nausea"), acne ("bad acne"), anxiety ("anxiety") and malaise ("sick all the time"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"), 30 days after insertion of essure. In 2014, the patient experienced abdominal pain ("worst pain in abdomen /") and was found to have weight increased ("gained 30 lbs since essure/weight gain/gain a lot of weight/ weight gain"). In (B)(6) 2014, the patient experienced abdominal distension ("severe bloating/ bloated every day / bloated stomach 24/7"), depression ("severe depression/depression"), allergy to metals ("allergic or hypersensitivity reaction:type: I believe I was allergic to the nickel") with swelling, dyspareunia ("dyspareunia (painful sexual intercourse)"), nervous system disorder ("other injuries/symptoms: neuro condition/problems") and abdominal pain upper ("stomach pain"). On (B)(6) 2015, the patient experienced adenomyosis ("reproductive system disorder or condition type of disorder or condition: adenomyosis"). On an unknown date, the patient experienced arthralgia ("hip pain"), mental impairment ("can't think right"), weight loss poor ("can't lose weight"), feeling abnormal ("brain fog"), paraesthesia ("always tingling"), hypoaesthesia ("hands go numb") and neck pain ("neck pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),hysterectomy(full) on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, back pain, depression and abdominal pain upper was resolving, the pain, abdominal distension, weight increased, menorrhagia, dysmenorrhoea, fatigue, alopecia, migraine, headache, dyspareunia and nervous system disorder had resolved and the vaginal haemorrhage, allergy to metals, nausea, acne, adenomyosis, menstrual disorder, anxiety, malaise, arthralgia, mental impairment, weight loss poor, feeling abnormal, paraesthesia, hypoaesthesia and neck pain outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, back pain, depression, pain and weight increased with essure. The reporter considered abdominal pain upper, acne, adenomyosis, allergy to metals, alopecia, anxiety, arthralgia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, hypoaesthesia, malaise, menorrhagia, menstrual disorder, mental impairment, migraine, nausea, neck pain, nervous system disorder, paraesthesia, pelvic pain, vaginal haemorrhage and weight loss poor to be related to essure. The reporter commented: discrepancy noted as per pfs: insertion date of essure device: (B)(6) 2014. Current weight as of (B)(6) 2019: 155 lbs. Approximate weight at the time of essure placement- 152lbs. On the left ostia there were approximately two coils noted. On the right ostia, there were approximately 5 noted. Patient received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), nickel allergy, fatigue, migraine, neuro condition/problems, hair loss and weight gain. Discrepant information regarding essure confirmation test, previously reported essure confirmation test was not done and now in current pfs essure confirmation test was done. Discrepancy noted in weight 160. Discrepancy noted in height 5.4 feet - 164.5 cm and 162.5 cm. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Imaging procedure - on an unknown date: bilateral occlusion. Pathology test - on (B)(6) 2015: gross description- received in formalin is a 132-gm uterus with attached cervix and attached proximal portion of fallopian tubes. Fimbriated ends are not included. In each tube there are segments of coiled thin wire each measuring approximately 4.5 cm long by 0.3 cm in diameter.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: pelvic pain, dysmenorrhea, menorrhagia, back pain, depression, adenomyosis. Concerning the injuries reported in this case, the following ones were reported via social media: can't think right and can't lose weight. Most recent follow-up information incorporated above includes: on 15-jan-2020: plaintiff fact sheet received. Reporter information updated. Events: always tingling, hands go numb, neck pain. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority us food and drug administration (reference number: mw5039289) on (B)(6). The most recent information was received on 13-nov-2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6), the patient had essure inserted. In 2014, the patient experienced pain ("severe pain in my whole body"), abdominal pain ("worst pain in abdomen "), back pain ("worst pain in back"), abdominal distension ("severe bloating"), depression ("severe depression") and weight increased ("gained (B)(6) since essure"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6). At the time of the report, the pelvic pain, pain, abdominal pain, back pain, abdominal distension, depression and weight increased outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter provided no causality assessment for abdominal distension, abdominal pain, back pain, depression, pain and weight increased with essure. Quality-safety evaluation of ptc: final assessment: this is report from an unknown patient with no contact information to conduct a follow-up. The symptoms reported could not be confirmed. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on (B)(6): reporter information updated and lawyers added (legal case). She had essure inserted on (B)(6) (previously reported as (B)(6)). Event added as pain. On (B)(6) she had surgery to remove the essure implant (previously reported as dose not changed). Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.